Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device appears to be related to procedural conditions (poor imaging). The reported poor imaging is related to a combination of challenging patient anatomy and procedural conditions (shadowing caused by first clip). The reported foreign body in patient is a cascading event of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4 and pre-existing chordal rupture. A triclip xtw was inserted and deployed on the tricuspid valve. A second triclip xtw (40404r3066) was then inserted and advanced under the valve. However, difficulties visualizing the clip occurred and the clip became caught in chordae. Troubleshooting was performed. However, the clip was unable to be removed and was therefore deployed where it was stuck, attached to the anterior leaflet only, with chordae on the septal side. A third clip was then implanted, reducing the tr to trace. There was no clinically significant delay in the procedure.